Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering insulin. Customer had experienced high blood glucose level of 301 mg/dl at the time of incident and other value was 312 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was not using auto mode feature. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.